Event description:
It was reported that during reprocessing the jaws would not open when they tried to clean them on a monopolar curved scissors instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The blades opened when the axes were turned. In addition, an intuitive motion and cut test were both performed on the instrument. The instrument passed the intuitive motion test. The cut test failed with no damage to the blade. Additional findings were various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .106 - .229 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. The distal end of main tube exhibited hairline cracks in the axial direction. Failure analysis was performed on this instrument in relation to field action number 2955842-051613-005 to investigate micro cracks on the monopolar curved scissors instrument. The location of theses micro-cracks is confined to 2cm of the instrument shaft. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; tube abrasions with material removed and hairline cracks ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.